Event description:
Hospital reported to consultant the needle part of the depth gauge broke off the handle. It is not known when or how the instrument broke. This is report 1 of 1 for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection done as part of the product evaluation revealed the tip was broken off where the needle threads into the sliders. The needle was not returned. The fracture face is homogenous which indicates material uniformity. There are longitudinal surface marks on the slider which are consistent with field use. All components of the device were present except the needle as previously noted and the protection sleeve was not returned. The returned device was manufactured in august 2005 and is over 6 years old and shows evidence of extensive use. To further reduce the risk of accidental breakage, a protective sleeve is included with the device that threads onto the slider and protects the needle when not in use. The sleeve was not returned with this instrument and it cannot be determined if it was used as recommended. It is concluded that the design is adequate for the intended use, there is nothing to indicate a design issue and this complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: there was no patient involvement in the reported event.